Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/07/2017. Device returned to manufacturer? Yes. Device evaluation: only half of an intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed loose fibers/particles and material looking like body fluids on the lens, related to the handling of the unit out of a sterile environment. The haptic was observed slightly distorted. The customer's reported complaint for putty on the lens was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The exact date of the onset of symptoms was not provided. (B)(6). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (model ar40e, +18.0 diopter) was implanted in the eye of a male patient on (B)(6) 2016. The lens was explanted on (B)(6) 2017 because the surgeon noticed a "putty" on the lens that was causing loss of vision. Another ar40e, with the same diopter size, was inserted into the eye but the surgeon noticed that this lens was foggy, not quite clear, and it had some substance on the anterior of the lens. Reportedly, the lens was removed and replaced during the same surgical procedure with a pcb00 lens. The patient vision was reported being normal. No further information was provided. Two mdrs will be filed for the 2 ar40e lenses. This report is to record the first ar40e lens implanted and subsequently explanted.